Manufacturer narrative:
(B)(4). D10: 02.03263.018 item name ncb pp pr fem plt r18h l363mm lot # 3179547. G2: foreign: sweden. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision procedure due to a bone fracture. The patient fell and sustained a diaphyseal femur fracture of her right hip which was initially treated with the placement of an 18 hole proximal ncb plate. Later, the patient experienced acute pain when turning over and felt it crack resulting in her not being able to sit after. On x-ray it was seen that the plate has come off just above the fracture. There is also a suspicion of infection as the wound was red and warm. There is no additional information available at the time of this report.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, e1, g3, g6, h2, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: femoral diaphyseal fracture with mild. Displacement and varus angulation. The hip arthroplasty remains anatomically aligned. A definitive root cause cannot be determined. The complaint is confirmed based on the x-ray findings. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a4, b4, b5, b7, d6b device remains implanted g3, g6, h2, h11.

Event description:
It was reported that the patient underwent a revision procedure due to a bone fracture. The patient fell and sustained a diaphyseal femur fracture of her right hip which was initially treated with the placement of an 18 hole proximal ncb plate. There is also a suspicion of infection as the wound was red and warm. The stem remains implanted. There is no additional information available at the time of this report.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.